Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken needle npe. According to the user's report, the needle npe was found to be broken when the tear drop label was removed; therefore, it could not be attached to the pen.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken needle npe. According to the user's report, the needle npe was found to be broken when the tear drop label was removed; therefore, it could not be attached to the pen.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.